Event description:
A customer reported that a 84-year-old female patient underwent phacoemulsification with intraocular lens (iol) implantation in the right eye. During a postoperative follow-up visit, the patient was diagnosed with endophthalmitis in the right eye. Clinical examination revealed associated signs and symptoms including hypopyon, aqueous fibrin and cellular reaction in the anterior chamber, corneal edema, and decreased visual acuity. In response to the event, the patient was treated with intravitreal antibiotic injections, steroids, and nonsteroidal anti-inflammatory drugs (nsaids). An anterior chamber tap was performed, and culture results were reported as no growth. At the time of reporting, the patient had not recovered.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.